Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0872 inches. Confirmed 107.875 units of normal bolus was delivered on (B)(6) 2025 between 00:04:25.000 and 23:56:02.000. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, broke belt clip rials, cracked retainer and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Pump passed required testing. Harm reported with no reported allegation of a device malfunction not confirmed. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with insulin pump and manual injection . The customer reported a blood glucose value of 400 mg/dl. The event involved product(s) mmt-1884,mmt-7040a,mmt-242a,mmt-332a. Troubleshooting was not performed. It was unknown whether customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.